Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat crease and fluids clear inside the device. Leak test was performed and found no leakage. A microscopic analysis was performed which identified no observed openings in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Corrected data: reason for reoperation: capsular contracture, baker grade iii and exchange due to patient's concern with textured product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange due to patient's concern with textured product. Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.